Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material and the dirt were unable to be identified. Therefore, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to the foreign material adhered to the part other than external surface of the device, the foreign material could not be removed by reprocessing. The event can be detected by following the instructions for use (IFU) section which state: reprocessing manual_ leakage testing of the endoscope_ perform the leakage test caution:if you identify a leak during leakage testing, remove the endoscope from the water with the leakage tester still attached. Contact olympus regarding instructions for reprocessing a leaking endoscope in preparation for returning the endoscope to olympus for repair olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned as part of the asset return process. In addition to the foreign material (which was most likely traces that remained from the previous procedures), in the distal end, inside the light guide lens, in the light guide lens adhesive, and in the forceps elevator, additional evaluation findings were as follows: the channel tube had a leak, the electrical connector was corroded and had discoloration, the image guide protector and connecting tube was cut, the air/water cylinder and the suction cylinder had discoloration, due to a dent on the channel tube, there was a water leakage, the image guide protector and the connecting tube had a cut, the light guide lens was dirty, there was corrosion around the forceps elevator, and the universal cord had coating peeling. The following components had scratches: the grip, the switch box, the right/left knob, the forceps channel port, the scope connector cover unit, and the scope connector. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The evis exera ii duodenovideoscope was returned as part of the asset return process. During routine inspection of the device by olympus, there was foreign material in the distal end, inside the light guide lens, in the light guide lens adhesive, and in the forceps elevator. There was no procedural or patient involvement associated with this event. This MDR is being submitted to capture the reportable malfunctions found during the device evaluation.